Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reverse total shoulder joint replacement; (B)(6) 2018 - whilst screwing in a locking screw the end of the screw driver snapped off inside the head of the screw, leaving the screw sitting proud, also the end of the screw driver was fused into the screw head and could not be removed, so hence remains in the patient. Surgeon attempted to remove the end but couldn't as it was fused. The glenosphere was placed over the metaglene with no issue, even given that the screw was sitting slightly proud. No ae to patient. No delay to procedure.

Manufacturer narrative:
No device was received. Cannot confirm failure mode. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.